Event description:
Resident was found with head between the siderail and the mattress with her body on the floor. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: hospice resident. Event abated after use stopped or dose reduced: yes.